Event description:
Pt was hospitalized on 8/27/00 with blood sugar of 700. Pt had been taking one oral pill for diabetes and also using a medi-jector mj6 needle-free injector with a combination of lilly humulin n and r.